Manufacturer narrative:
Codman has received the device. Upon completion of the evaluation, a follow up report will be filed.

Event description:
Rep reported that patient had a valve that was implanted at another hospital. When the patient saw dr. He felt the valve was not programming. Also, in an xray it appeared to him that the valve was implanted backwards. Xrays were requested but it is not known if they are available. Several attempts to program valve pre-op were unsuccessful.